Event description:
Sound star catheter was used for procedure. The mapping transducer was not working. The monitor reported an "error" message. Trouble shooting included checking all cables. Unable to resolve error message and generate pictures. Catheter removed and a new one was used. Images appeared without problems. Appears the sound star catheter was faulty. No adverse effect on patient

Event description:
Sound star catheter was used for procedure. The mapping transducer was not working. The monitor reported an "error" message. Trouble shooting included checking all cables. Unable to resolve error message and generate pictures. Catheter removed and a new one was used. Images appeared without problems. Appears the sound star catheter was faulty. No adverse effect on patient